Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing lack of stimulation. It was determined that the patient's leads showed high impedances. Database analysis revealed that high impedance measurements were observed on several contacts of the lead. The left lead was fractured. The patient underwent a procedure where the leads and splitters were explanted and the leads were replaced. The patient was reportedly doing well postoperatively.